Event description:
Per the clinic, the patient experienced an infection around the implant site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on december 28, 2022.